Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were reported in association with the event. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Although no specific adverse events or device-related issues were reported, the heartmate 3 left ventricular assist system (lvas) instructions for use outlines the adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2022. No additional information was provided.